Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010. According to the complainant, the retrieval basket would not open or close inside the patient. No stone was in the device when the malfunction occurred, and the basket was removed from the patient without any problems. The procedure was successfully completed by lasering the stone into smaller fragments which were irrigated out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
Visual inspection of the returned device found the basket closed and unable to open due to disengagement of the thumb wheel. The device was disassembled to find the glue plug had failed outside the rack. The drive wire was inspected under a microscope to reveal glue and residue binding to the sheath. Based on the failed glue plug and the residue found on the device, the most probable root cause for this complaint is design.